Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported issue cannot be determined or is unknown. Isi has requested the force bipolar instrument part number: 471405-06 // lot number: n10210519-0101 instrument for failure analysis investigation but the surgeon stated he does not know if the instrument will be returned to isi. If additional information is received, a follow-up MDR will be submitted. A review of the device logs for the force bipolar (part# 471405-06 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the force bipolar was last used on (B)(6) 2021 via system serial# (B)(4). There were 8 uses remaining after this last usage. This last usage of the device was after the reported event date, indicating that the device was used in a subsequent procedure. System error log review has been performed for the procedure date (B)(6) 2021. The following additional information was provided: there are two errors in the logs for that procedure. One is class 0 (system service advisory (no fault reaction)) and the other is class 8 (engineering event informational (no fault reaction)). None of these would suggest a product issue. Moreover, it was confirmed that all the instruments were used in subsequent procedures a review of the site's complaint history does not reveal any other complaints involving this product/event. No image or video clip for the reported event was submitted for review. A review of the event was conducted by an isi medical officer and the following additional information was provided: the patient suffered an injury to a branch of the aorta during a da vinci assisted median arcuate ligament release surgery resulting in uncontrolled bleeding, hypoperfusion, and death. From the description of events, it seems that blood vessel was injured using a force bipolar instrument. It seems as if a vessel off the aorta was injured via a traction injury while the force bipolar instrument was grasping tissue which led to the bleeding. It is not clear if during the use of the force bipolar instrument if the vessel of the aorta was directly injured (e.g., the force bipolar was directly grasping the vessel) or indirectly injured (e.g., the force bipolar was grasping a tissue bundle that included the vessel). The attending surgeon indicated that the vessel injury was not due to a thermal injury. Additionally, the surgeon stated that force bipolar did not malfunction. It is not clear if the force bipolar was being utilized in the "strong¿ mode at the time of the vessel injury. This complaint is considered as a reportable event due to the following: it was reported that approximately one hour into the procedure, the surgeon was dissecting the median arcuate ligament with the force bipolar instrument. At that time, a branch of the aorta was injured, and the patient experienced massive bleeding. The surgeon immediately converted the procedure to an open surgical procedure. However, the bleeding could not be controlled. The patient expired within 20-30 minutes after the injury occurred. The surgeon confirmed there was no malfunction of the force bipolar instrument or the da vinci system. The death certificate says that the patient expired due to bleeding from an aortic injury.

Event description:
It was initially reported that during a da vinci-assisted median arcuate ligament release surgical procedure, the patient expired. On (B)(6)2021, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr stated that on (B)(6) 2021, the site's interim robotics coordinator informed him of the patient death. It was reported that on (B)(6) 2021, towards the end of a da vinci-assisted median arcuate ligament release surgical procedure; the surgeon was dissecting the median arcuate ligament with an unspecified instrument. At that time, the surgeon accidentally injured the aorta, and the patient experienced bleeding and eventually expired on the table. At the time of this initial report, the following are unknown: what instrument was in use at the time of the injury, if the procedure was converted to address the bleeding, and how the surgeon tried to address the bleeding. On (B)(6) 2021, isi contacted the surgeon and obtained the following information: it was reported that approximately one hour into the procedure, the surgeon was dissecting the median arcuate ligament with the force bipolar instrument. At that time, a branch of the aorta was injured, and the patient experienced massive bleeding. The surgeon immediately converted the procedure to an open surgical procedure. However, the bleeding could not be controlled. The patient expired within 20-30 minutes after the injury occurred. The surgeon stated the injury occurred while retracting tissue adjacent to the aorta, and he does not know the cause of the vessel injury. The death certificate says that the patient expired due to bleeding from an aortic injury. The patient was a 53 years old female with a medical history of dysautonomia, hiatal hernia, and no previous surgical procedures. The surgeon confirmed the following: there was no malfunction of the force bipolar instrument or the da vinci system. No system arm movement occurred at the time of the injury. There was no issue with clear vision during dissection. The vessel injury was not a thermal injury. There were blood transfusions, and all resuscitation measures were performed. There is no video recording of the procedure. The surgeon is not sure if any of the instruments will be returned.